Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013: patient presented with following pre-op diagnoses: l3-l4, l4-l5 internal disc derangement. L3-l4, l4-l5 stenosis. Lumbar radiculopathy. Intractable low back pain. The patient underwent following procedures: right sided transforaminal lumbar interbody fusions l3-l4, l4-l5. Left sided transpedicular exposures for neural decompression l3-l4, l4-l5. Placement of interbody devices at l3-l4, l4-l5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l3, l4 and l5. Posterior spinal fusions l3-l4, l4-l5. Harvest of local bone autograft. Per op notes, upon completion of the discectomy appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space, along with a pledget of bone morphogenic protein. The 8x32 mm device itself was then inserted which had been filled with bone morphogenic protein, along with some more local bone autograft. The device was recessed several millimeters past the posterior aspect of the l3 and l4 vertebral bodies. The bone morphogenic protein was used in the interbody space. Next, similar right-sided transpedicular exposure, transforaminal lumbar interbody fusion with a 10x32 mm interbody device and posterolateral fusion were performed at l4-l5 on the right. After which wounds were closed and sterile dressings were placed. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.